Event description:
The account engineer stated the bed will not go into reverse trendelenburg but the hi/low function works.

Manufacturer narrative:
The account engineer replaced the logic board to repair the bed.